Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a right coronary artery with slight aneurysm altered with relative, slight stenosis to the outlet and complete thrombosis with subacute occlusion. A 5x12mm trek balloon was advanced and inflated at the three times at 10 atmospheres without issue. The balloon was completely deflated. However during withdrawal of the device, the balloon portion became detached from the catheter shaft and remained in the patient. The patient was transferred to cardiac surgery and aorto-coronary vein bypass grafting was performed and the balloon was successfully removed. Patient status is very good, as operation was uncomplicated and patient was discharged from the clinic after a week. There was a clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separations were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported separations; however, the reported delay to treatment/therapy, surgical procedure, removal of foreign body and hospitalization appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a right coronary artery with slight aneurysm altered with relative, slight stenosis to the outlet and complete thrombosis with subacute occlusion. A 5x12mm trek balloon was advanced and inflated at the three times at 10 atmospheres without issue. The balloon was completely deflated. However during withdrawal of the device, the balloon portion became detached from the catheter shaft and remained in the patient. The patient was transferred to cardiac surgery and aorto-coronary vein bypass grafting was performed and the balloon was successfully removed. Patient status is very good, as operation was uncomplicated and patient was discharged from the clinic after a week. There was a clinically significant delay reported. Subsequent to the initially filed MDR report, the account confirmed device analysis that noted the inner and outer members being separated (1.6cm distal to the guide wire exit notch). Additionally, the account also confirms that the separated portions were successfully removed and discarded. No additional information was provided.